Event description:
Femoral head fracture noted on post-op follow-up x-rays revision surgery was performed.

Manufacturer narrative:
Jjpi has been notified that the pt will not release the device for eval. A mfg batch record review has been requested concerning the identified lot. Once the review has been completed a follow-up report will be submitted.